Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00364. It was reported the patient experienced ineffective stimulation due to the leads migrating. The issue was confirmed via x-rays. Surgical intervention took place wherein both leads were explanted and one lead was replaced. Effective therapy was established.